Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The inner insulation of the lead was distorted due to kinking/buckling. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage and stretching. Outer insulation cut at 22.5cm and proximal conductor distorted at 36.3cm and lead is stretched. Explant damage. Lead returned with the helix fully retracted and tissue/blood visible in it. The lead has been stretched (at various locations) so the inner tubing buckled and prevents the helix from functioning properly. No further helix testing possible.

Event description:
It was reported that approximately three months after implant the lead dislodged. The lead was attempted to be repositioned but during the procedure it was nearly impossible to retract the helix. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.